Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 727087,869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and cesarean section. Previously administered products included for an unreported indication: implanon from 2009 to (B)(6) 2012. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since july 2015, celecoxib (celebrex) since (B)(6) 2012, desogestrel;ethinylestradiol (viorele) from (B)(6) 2014 to (B)(6) 2014, dofamium chloride (desogen) (B)(6) 2017 to october 2017, fluticasone propionate (proair) since (B)(6) 2014, fluticasone propionate;salmeterol xinafoate (advair) since (B)(6) 2014, ibuprofen (motrin) (B)(6) 2012 to august 2018, lactobacillus nos (culturelle) since january 2018, levosalbutamol hydrochloride (xopenex) since (B)(6) 2014, medroxyprogesterone acetate (depoprovera) from january 2012 to april 2012, naproxen3-apr-2013 to august 2018 and vilazodone hydrochloride (viibryd) since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In january 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), headache ("head pain"), fatigue ("fatigue"), migraine ("migraines\ migraines / headaches"), asthma ("allergic or hypersensitivity reaction type: asthma"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe:"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), ondansetron hydrochloride (zofran), sumatriptan succinate (imitrex) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal infection, vaginal discharge, pelvic pain, vulvovaginal pain, headache, fatigue, migraine, asthma, female sexual dysfunction, nausea, weight increased, depression, pain in extremity and hormone level abnormal outcome was unknown. The reporter considered asthma, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: right side: 2 coils left side: 2 coils the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Essure was properly placed in the fallopian tubes.. Pregnancy test urine - on an unknown date: negative. Lot number: 727087 manufacture date: 2010-03 expiration date: 2013-03 . Lot number: 869762 manufacture date: 2011-06 expiration date: 2014-06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: q(uality safety evaluation of ptc (product technical complaint) on (B)(6) 2019: pfs and mr received - fu-4 and fu-5 process together. No new information received. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 727087,869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: implanon from 2009 to (B)(6) 2012. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2015, celecoxib (celebrex) since (B)(6) 2012, desogestrel;ethinylestradiol (viorele) from (B)(6) 2014 to (B)(6) 2014, dofamium chloride (desogen) (B)(6) 2017 to (B)(6) 2017, fluticasone propionate (proair) since (B)(6) 2014, fluticasone propionate;salmeterol xinafoate (advair) since (B)(6) 2014, ibuprofen (motrin) (B)(6) 2012 to (B)(6) 2018, lactobacillus nos (culturelle) since (B)(6) 2018, levosalbutamol hydrochloride (xopenex) since (B)(6) 2014, medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2012, naproxen (B)(6) 2013 to (B)(6) 2018 and vilazodone hydrochloride (viibryd) since (B)(6) 2014. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), headache ("head pain"), fatigue ("fatigue"), migraine ("migraines\ migraines / headaches"), asthma ("allergic or hypersensitivity reaction type: asthma"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe:"). On (B)(6) 2012, the patient had essure inserted. The patient was treated with butalbital;caffeine;paracetamol (fioricet), ondansetron hydrochloride (zofran), sumatriptan succinate (imitrex) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal infection, vaginal discharge, pelvic pain, vulvovaginal pain, headache, fatigue, migraine, asthma, female sexual dysfunction, nausea, weight increased, depression, pain in extremity and hormone level abnormal outcome was unknown. The reporter considered asthma, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Essure was properly placed in the fallopian tubes.. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received: reporter's information was updated. Lot no. Was added. Case become incident, previously added injury nos was replaced by abnormal bleeding (general) 7 new events- hormonal changes describe, fatigue,asthma, apareunia, dysmenorrhea, dyspareunia,leg pain, nausea, vaginal infection , migraines / headaches, migration of essure device location of device: uterus, depression,vaginal discharge,weight gain, pelvic pain, vaginal pain, head pain were added. Treatment & concomitant drugs were added. Historical drug was added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.